Event description:
It was reported that after partially charging the internal neurostimulator (ins) and turning it on, the patient experienced a shocking sensation. The patient stated that he had 0.00 amps when he first turned on the stimulator. Basic functionality of the device was reviewed. Additional information received reported that the patient "didn't realize that he could turn the stimulator down before turning it on." The patient also "did not realize that he had 2 programs and he had only turned one program down." The patient was reported to be "doing fine."

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).